Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A cardiac tamponade leading to a procedural abortion occurred where nrg transseptal needle and watchman fxd single curve (non-baylis device), sl1 catheter (non-baylis device) and pigtail catheter (non-baylis device) were used in the left atrial appendage closure (laac) procedure. Right venous groin access was achieved, and the physician introduced the sl1 catheter over the wire into the superior vena cava. The sl1 catheter was removed, and the nrg transseptal needle was inserted into the patient. Once transseptal location was confirmed via angiography and transesophageal echocardiography (tee), the physician crossed with force; rf energy was not applied. The nrg transseptal needle was removed. During insertion of the watchman fxd single curve sheath transseptal access was lost due to wire retraction. All devices were removed, and a second attempt was initiated. A second sl1 catheter and nrg transseptal needle were successful in gaining transseptal access. Both sl1 and nrg transseptal needle were removed, and the watchman fxd single curve was introduced into the left atrium. The pigtail catheter was placed at the laa ostium, and the watchman fxd single curve sheath was placed outside of the ostium. An angiography of the appendage was performed when the physician noted a drop in patient oxygen saturation. While the watchman implant device was being prepped, the patient became unstable, and the staff performed cardiopulmonary resuscitation (CPR). There was no evidence of perforation on the angiography. The laac procedure was aborted. The physician performed pericardiocentesis. Patient stabilized and was sent for open heart surgery. Patient recovered. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for nrg transseptal needle.